Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with an alert for high out of range hv lead impedance. Performing a shock to obtain a better impedance measurement was suggested. The physician elected to make programming changes and continue to monitor the patient closely.